Event description:
IV needle slow to retract, only fully retracted once removed after insertion. Lot #6020809 bd insyte autoguard bc. The needle not retracting poses a safety risk to the user. No patient harm noted.

Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation summary: root cause couldn't be determined due to unavailability of sample information. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle retraction failure - needle retraction slow with lot 6020809 regarding item 382533. Device history for final lot number 6020809 has been reviewed. No related quality issues or process deviations were found for needle retraction failure or needle retraction slow a review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.